Manufacturer narrative:
Complaint investigation completed as part of this report.

Event description:
Related product model #: 11686-01, related product serial #: no value found, related product upn #: sr-014-gw, related product batch/lot: no value found, related product family: enroute 0.014 guidewire, material number: sr-014-gw, sterile lot number: no value found, returned product expected: no, bsc product return date: no value found, device/procedure outcome: procedure completed, unable to use device - attempted, patient outcome: f26: no health consequences or impact. Event description: ecn event description: pt. Was placed on the table for a wound debridement of the right lower leg then we proceeded with right tcar. Access of the groin and tcar sheath was placed. Access of the right carotid artery and tcar sheath was placed. Tcar timeout was performed. Artery was claimed. Imaging was done and drew the bifurcation of the internal carotid artery and artery at the skull base. The physician advanced the balloon and the wire. When the wire entered the common carotid artery it buckled and would not spin. She was asked if we could take another angle for imaging, but no imaging was done. Balloon was removed and a kmp cath was inserted with the wire. With spinning the wire, the physician was able to advance the wire up the internal carotid artery and into the skull base area. A kmp cath was advanced into the lesion and imaging was done. The artery appeared small. The wire was advanced and kmp cath was pulled back lower into the lesion and imaging was performed and still the artery was small in appearance. Wire was advanced and kmp cath advanced more distal and passed the lesion. Wire removed and imaging performed. The physician then advanced the wire up into the skull base. Confirmed the wire was in the skull base and the balloon was advanced to the lesion area and inflated to 8 atm. Balloon was removed and stent was advanced to the lesion area and deployed. Two minutes wash out was timed and imaging was done and no contrast flow was observed going past the stent. Contrast flow into the stent but no flow out of the stent. The physician immediately asked another stent and would not listen to any advice that was given. (B)(6) was called, a second stent was placed within the first stent and then a third stent after which no flow was observed after another contrast injection. At this time the physician asked to cutdown on the artery and perform a cea. Imaging was performed after cea and still no flow was observed into the brain. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Asked for another angle and imaging at the start of the balloon. Asked if the no flow was from artery spasm. (B)(6) was on facetime after the first stent. What is the next course of action? Cut down on the artery stent where explanted and performed a cea. Patient present at time of event? Yes. Patient complications: dissection, vessel occlusion in the physician's opinion, did the device or procedure cause or contribute to the patient complication? Yes. Please describe the way in which the device or procedure caused or contributed to the patient complication? We placed a stent in the right carotid artery and then there was no flow through the stent. Medical or surgical interventions: physician removed stent and proceeded with a cea. Patient admitted to hospital beyond the standard of care: yes. Patient outcome: expected to fully recover. Event date: (B)(6) 2026. As reported device codes: 1274: difficult to advance. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Procedure date: (B)(6) 2026. Type of procedure: transcarotid artery revascularization (tcar). Country of event: united states.